Manufacturer narrative:
Calibration was last performed on (B)(6) 2023 with acceptable results. The qc recovery data provided was acceptable. There was no indication of a reagent performance issue. The alarm trace showed multiple abnormal sample aspiration alarms around the time patient 1's sample was processed. The field service engineer (fse) changed the reagent probe and configured an extra wash cycle. The customer performed qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The field service engineer (fse) performed a probe location check and a precision test successfully. The customer performed calibration and qc successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable li lithium results for 2 patient samples on a cobas pro c 503 analytical unit. On (B)(6) 2023, patient 1 had an initial lithium result of 3.7 mmol/l accompanied by a flag indicating the value was above the linearity of the assay. The sample was auto-diluted by the analyzer and the dilution result was 3.9 mmol/l. The result of 3.9 mmol/l was reported outside of the laboratory. The doctor questioned the result as it did not match the patient's clinical picture and the sample was repeated. The repeat result was 0.5 mmol/l. The repeat result was deemed correct. On (B)(6) 2023, patient 2 had an initial lithium result of 1.9 mmol/l. The result was reported outside of the laboratory. The doctor questioned the result as it did not match the patient's clinical picture and the sample was repeated. The repeat result was 0.54 mmol/l. The repeat result on another analyzer was 0.62 mmol/l. The lithium reagent lot number is 59094201 and the expiration date is 30-sep-2023.